Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was 189 mg/dl after removing the obstruction from the speaker holes and reloading the cartridge, the alarm cleared.